Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for a polypectomy on a hemostasis during an unknown procedure performed on (B)(6) 2024. During the procedure, the device was deployed but the clip did not release from the catheter. The procedure was completed with another resolution clip there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results one resolution clip was received for analysis. Visual analysis of the returned device revealed the clip assembly attached. Also, the catheter was unraveled, and the outer sheath was not returned as per photo provided. Functional testing was performed using the tortuous fixture and the clip assembly was able to perform the first activation, release the clip assembly. No other device problems were noted. The reported complaint of clip unable to release from catheter was not confirmed since the device returned with the clip assembly attached and after a functional inspection, the clip assembly was able to perform the first activation, release the clip assembly. In addition, the device returned without the outer sheath, but there was not enough evidence to clarify the absence of this component. Also, the analyzed condition of the catheter being unraveled next to the bushing could have been caused by the removal technique of the device form the scope or even a possible outer sheath removal. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for a polypectomy on a hemostasis during an unknown procedure performed on (B)(6) 2024. During the procedure, the device was deployed but the clip did not release from the catheter. The procedure was completed with another resolution clip there were no patient complications reported as a result of this event.